Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. It was also reported that the pod failed to connect to the controller. Symptoms include nausea and vomiting. The patient was treated with IV (intravenous) fluids and an insulin drip. The patient is currently still in the hospital. The pod was worn when seeking medical attention.